Event description:
Customer reported poor image quality during cine playback. The cine drive images were blurry on playback.

Manufacturer narrative:
The service rep observed the flashed memory. He reloaded calibration files and reformatted the cine drive. System function and returned to customer.